Event description:
It was reported that, immediately after opening the package, with the exception of the endotracheal tube, its components or accessories were missing. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The sample was received in used conditions with its original open shelf carton and its original open packaging. Visual inspection: the sample was visually inspected at a distance of 12 inches under normal lighting; it was observed that only the tube was in the shelf carton, catheters, cp306 and ifus (instructions for use) were missing. The most probable root cause of the issue was deemed to be manufacturing related; the components were not included during packaging operations due to lack of detection by production personnel who performed the packaging operation. Action(s) taken to mitigate the reported issue(s): a retraining of the production personnel was conducted by the quality engineer to reinforce the packaging operation.